Event description:
It was reported that during a laparoscopic prostatectomy procedure, there were only four clips not sure if the staples jammed or if the quantity was incorrect. The procedure was finished with same like product. There were no known adverse consequences for the patient. No further information is available.

Manufacturer narrative:
(B)(4). (B)(4). Broken advancer the analysis results found that one device was returned with the advancer broken off and with two clips jammed on the jaws. The instrument was cycled and it short fed the remaining clips due to the advancer condition, in addition the orange indicator function as intended. As per the instructions for use: prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the instrument shaft is past the end of the trocar cannula. Further in the warning section, the IFU contains the following warning, do not excessively apply a side load to the jaws that would cause them to partially collapse and potentially result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the instrument. A batch record review was performed and no anomalies were found during the manufacturing process.